Manufacturer narrative:
Based on the claim against the product by the customer noting both side of the jaw did not come together evenly, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument to perform failure analysis. The instrument was analyzed and the complaint regarding both side of the jaw did not come together evenly was not confirmed or reproduced by failure analysis. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Both sides of the grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. There was no problem detected. The probable root cause of both side of the jaw did not come together evenly cannot be determined based on the information provided and failure analysis results. No product issue was identified. This complaint is considered a reportable event due to the following conclusion: it was alleged during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument could not close the clip. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported when the surgeon went to close the large hem-o-lok clip applier instrument both side of the jaw did not come together evenly to meet in the middle. The jaws came together but pulled to one side only, causing undue stress on the patient¿s tissue. The procedure was completed with no reported injury. On (B)(6)2023, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotics coordinator explained the situation by stating, when you think about a pair of tweezers and how they come together, perfectly moving from both sides perfectly at the same time. This flipped like it, only it went down on one side, completely causing stress on the patient. Less on the tissue. The clip applier pulled on duct and gallbladder tissue but did not rip. There was no extra bleeding. The surgeon completed the surgery with another clip applier instrument. The surgeon replaced the defective clip applier instrument right away. The instrument did not rip the duct. The patient outcome was perfectly fine. The patient deposition turned out well because they changed from using the defective clip applier instrument.